Event description:
2025-07-15: integrum received information about axor ii unit (B)(6) stating problem with rotation relese. The patient fell and hit his head on pavement. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. Technical investigation of unit (B)(6) performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated; the rotation release value was within the specification. The device showed signs of poor maintenance. The unit has not been sent to integrum for annual service according to instructions in the IFU. The clamps were damaged and showed signs of improper donning. During the service the device was thoroughly cleaned, the clamps replaced, and the rotational release calibrated. Finally, it was functionally tested with approved results. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.